Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, femoral subsidence and loosening were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, femoral subsidence and loosening were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study reported patient has a femoral subsidence and loosening with a 2-3mm lucency at the proximal cement hardware interface and a simple collection of fluid located posterior laterally (16.1 x 49.4 x 37.3 x 1.6). Patient alleges a limp and a fall in 2007 causing tenderness and a sprain. Patient further reports that she has had two bad falls, one in 2013 where patient alleges she broke her knee and the other fall was in 2014. It is uncertain whether these falls affected the patient's hip implant. While the post fall x-rays showed no damage, the patient is alleging mild to occasional pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date - unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Corrected data: device product code. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, femoral subsidence and loosening were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study reported patient has a femoral subsidence and loosening with a 2-3mm lucency at the proximal cement hardware interface and a simple collection of fluid located posterior laterally (16.1 x 49.4 x 37.3 x 1.6). Patient alleges a limp and a fall in 2007 causing tenderness and a sprain.